Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a plexitron extension set would not connect. This event occurred during setup and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the female part of the connector was observed to be ¿stuck and does not move¿. The reported condition was verified. The cause of the event was due to excessive solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened t o address this issue. Should additional relevant information become available, a supplemental report will be submitted.